Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, rectocele, pelvic organ prolapse and mesh was implanted along with the concurrent procedure of excision of vaginal mass.

Manufacturer narrative:
(B)(4). Bladder stones. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair. Tension free vaginal tape /obturator.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced multiple urinary tract infections following her (B)(6) 2007 surgery. She had a laser procedure to break up a bladder stone on (B)(6) 2009. The patient had an excision of the mesh on (B)(6) 2009. (B)(4). The actual product associated with this event is not known. The following are possible products: prolift total pelvic floor repair system. Product code: pfrt01, lot: 3015502, exp date: 02/28/2010, mfg date: 03/16/2007. Gynecare tvt obturator: product code: 810081, lot: 3018601, exp date: 02/28/2008 , mfg date: 03/28/2007. In addition, a review of the batch manufacturing records for the batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a vaginal hysterectomy, anterior and posterior repair on (B)(6) 2007 and pelvic floor mesh and an obturator sling were implanted. The patient experienced pain and burning and problems with urination following the surgery. On (B)(6) 2009, the patient was seen by the doctor and was told of a mesh erosion and perforation of her bladder in the posterior vaginal region with the presence of white calculus stones. No additional information was provided at this time.

Manufacturer narrative:
Date sent to the FDA: 08/27/2015. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy and bso; due to recurrent cervical dysplasia.

Manufacturer narrative:
Date sent to the FDA: 03/18/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that patient underwent excision of the mesh posteriorly and of the vaginal mass, complex cystorrhaphy, and bilateral ureteral catheterizations on (B)(6) 2009 due to erosion of sling through the bladder and erosion of the cystocele repair through the vaginal mucosa. No additional information has been provided.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that patient experienced extrusion, infection, urinary problems, bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring, urinary frequency, nocturia, chronic kidney disease, hematuria, vaginal vault prolapse, urgency, urge incontinence, cystitis, heistancy, dysuria, and vaginal discharge, suffering and disfigurement. No additional information was provided.